Manufacturer narrative:
Returned boot was evaluated and thread had separated from sole. Process improvements implemented to prevent separation of sole from boot.

Event description:
Reported incident of sole coming from boots. No report of injury involved with incident.